Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a sternal/rib reconstruction where a sternalock and ribfix were used, the 90 degree screwdriver was not turning well and could not turn the screw. It was quickly taken out and a different 90 degree screwdriver was brought in and finished inserting the screw. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product identity was confirmed. The 90° contra angle driver (part# 24-1189, lot# 191750) was returned for evaluation. The driver appeared to be in good condition overall with just some minor discoloration on the handle and the knob. Functional testing was done by rotating the knob, which showed that the driver was sticking during rotation. It was also very difficult to insert a blade (part# sp-2379). The driver was disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. The collet was also found to have a buildup of brownish-red residue. The device history record (DHR) was reviewed and no discrepancies were found. The most likely underlying cause of this complaint is the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated, avoid undue stress or strain when handling or cleaning instruments. The discoloration is most likely due to residue from the cleaning process. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.